Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the tip of a neuron catheter was found kinked and was not used. The procedure continued using a new neuron 6f 070 delivery catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.